Manufacturer narrative:
(B)(4). A companion sample is being returned for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this complaint for a leak was not confirmed in the lab. The results of a sample evaluation revealed no manufacturing abnormalities or leaks. A root cause was not identified due to insufficient information. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that he had disconnected from the hc because he had noticed that the supply bag was leaking at the connection. The hp was concerned if he needed to do a manual exchange in the meantime. The technical service representative (tsr) explained the alarm and advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the patient stated that he was having a hard time remembering the incident, so the point of the leak was unknown. The nurse gave the patient antibiotics for the event.